Event description:
This lead exhibited high shock impedances after a routine device change out. Prior to the replacement, this lead had normal, within range measurements. After disconnecting this lead from the old competitive ICD, this lead was tested on a medtronic psa and high impedances were noted on the shock coils. The lead was connected to the new ICD and high shock impedances were noted again. The physician did not feel comfortable doing a dft test at this time, so the pocket was closed and technical services (tsv) was consulted. Tsv recommended a 1j test shock, which also showed an out of range shock impedance, so explant was recommended. The lead was explanted on (B)(6) 2012. The lead was examined with fluoroscopy and visually upon extraction. And the physician did not notice any issues.